Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead had no capture and high output in bipolar configuration. The rv lead was inactivated and a new rv lead was implanted. No patient complications have been reported as a result of this event.